Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during set change and rewind, followed by multiple restart 32 alerts indicating a drug delivery motor communication malfunction, after which the device could not reliably deliver insulin and was replaced; earlier, a load process was cleared and completed successfully, and blood glucose was reported unaffected throughout. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no change in glycemic status, no medical intervention, and no hospitalization. Investigation included device troubleshooting with alert clearance guidance and replacement of the pump, along with instructions to shut down the device, synchronize data, and use backup therapy and cgm while awaiting replacement. Investigation of this case revealed a communication failure involving the drug delivery motor consistent with a pump hardware malfunction that prevented reliable infusion. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the delivery motor communication system.